Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead had dislodged. It was also noted that the implantable pulse generator (ipg) had over a year left of battery. The leads were repositioned and remain in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.